Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after loading the cartridge with more than 240 units of insulin, the insulin gauge displayed an accurate fill estimate of over 60 units of insulin in the cartridge. However, the insulin gauge changed to 105 units and remained static. There was no impact to the customer's blood glucose level. During a follow-up call, the customer loaded a new cartridge with tandem technical support, and received an accurate fill estimate. The customer resumed insulin delivery.